Event description:
A customer reported that their t:slim x2 pump battery was not charging, despite receiving alerts indicating a power source issue. The problem persisted even when replacement charging supplies were used. There was no adverse impact to the customer's blood glucose level, and the pump did not shut down or become unresponsive. Initially, the issue seemed resolved when the pump began charging, but later assistance was requested as the problem resurfaced with replacement supplies. Technical support responded by sending out a replacement pump, advising the customer on its setup, and instructing them to return the faulty pump. The customer was advised to reach out to a healthcare provider for backup therapy options as no backup was immediately available.